Manufacturer narrative:
(B)(4). Customer complained on (B)(6) 2021 pump alarmed stuck button and blank display. Complained the serial number label is faded. Pump passed displacement test, self test, active current measurement and sleep current measurement. Pump was monitored. No blank display noted during testing. Unit successfully downloaded to thumps. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Intermittent response from all buttons due to moisture damage to keypad traces. No stuck button error alarms noted during testing. Verified pump alarmed stuck button on (B)(6) 2021 20:23:55.000 in pump downloaded history. Unit passed the keypad voltage test. The j1 connector on pcb1 was locked properly during visual inspection. Found moisture damage to motor assembly, pcb1 board and pcb2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and faded serial number label. The p-cap/reservoir does lock properly. No blank display noted during testing. Confirmed intermittent response from all buttons due to moisture damage to keypad traces and verified pump alarmed stuck button on (B)(6) 2021 20:23:55.000 in pump downloaded history. Confirmed faded serial number label.

Event description:
Information received by medtronic stated that the insulin pump had an issue with keypad anomaly. Customer stated that the keypad button was unresponsive. No harm was required during medical intervention. The customer will discontinue use of the devise.